Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stent dislodged and remains in patient. Device issue: stent dislodgement. It was reported that the graftmaster stent delivery system (sds) could not be advanced through the lesion. Then, an attempt was made to pullback the sds into the guiding catheter, but was unsuccessful. As the guiding catheter, sds and guide wire were being removed as one unit, the stent slipped off from the sds balloon and dislodged into the small right profunda branch. The stent remains in the patient's anatomy. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Based on the review of the device manufacturing lot history records, the device was in working order and met manufacturing specifications. During release testing of this lot, samples were tested for stent retention and passed manufacturing requirements. The device was not returned for analysis and therefore, a root cause, could not be determined for the reported dislodged stent.